Manufacturer narrative:
(B)(4). Batch # p5877j. Investigation summary: the analysis found that one pve35a device was returned in good visual condition and with a cartridge reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. No functional test was performed due the condition of the device. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: per the sales rep, the three staples formed a proper b-shape but did not deploy into the tissue; rather the staples stuck to the cartridge leaving a gap in the staple line. There was bleeding from the renal artery controlled with a clip. The surgeon used the same pve35a device with additional new vasecr35 reloads and the device worked as expected on subsequent firings.

Event description:
It was reported that during a laparoscopic nephrectomy while transecting the renal artery with the artery being fully skeletonized, on the first fire three of the staples did not form into the tissue and there was leaking at that site. All staples formed correctly. A clip was used to seal the opening and stop the leaking. The procedure was completed with a second like kind reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5877j. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.